Event description:
In late (B)(6) of this year, the user began to experience static and distortion with device use. She was seen for programming in (B)(6), and programming changes seemed to resolve her issues. Approximately 3 weeks later, she again noted static and poor sound quality with the device and was seen for additional programming, which did not improve her percept. Around this time, she began to experience headaches and had an episode of vertigo without device use. The user has been re-implanted. This report refers to 9710014-2020-00635. For further information please refer to this report.